Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3998, lot# v246530, implanted: 2009 (B)(6); product type lead product ID 37092, lot# 227200002, implanted: 2009 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported that during a reprogramming session the patient was jolted and fell to the floor. It was noted the reprogramming was attempted a second time and was jolted again.